Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Investigation results: visual examination of the returned complaint device revealed the black rx tunnel was found detached, and the detached section was returned. Functional analysis was performed, and the balloon was inflated normally; there were no leaks, holes or pinholes noted and the balloon was able to hold the pressure. It is possible that some conditions related during the procedure, and/or related to the handling/manipulation applied to the device could have affected its performance and its intended purpose, leading to the observed failures and the reported adverse event. However, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Boston scientific corporation received an unauthorized return of a cre rx biliary dilatation balloon that was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. It was found that the black rx tunnel was found detached. Reportedly, the procedure was completed with another cre rx biliary dilatation balloon. No patient complications have been reported due to this event.